Event description:
Reporter indicated that she was encountering a malfunctioning vns therapy programming handheld. She "stated she kept getting sql errors, and would press okay to get out of one and then she would get another right away." Troubleshooting did not resolve the issue. Programming computer and accompanying software were subsequently returned to MFR for product analysis. Analysis performed on the returned handheld and flashcard identified a corrupt cyberonics.cdb database. Because of the database corruption, sql error messages were generated whenever the software attempted to write to the database. Once the cyberonics.cdb was replaced with a new database, no anomalies associated with the handheld performance were noted.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.